Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose was over 600 mg/dl at the time of incident. Troubleshooting found that the settings were changed recently but they are correct. Further troubleshooting was declined by the customer as they were driving and will call back to further troubleshoot. No further details given.